Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no similar events for the lot referenced. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
Patient was brought to surgery for a revision her right gmrs proximal tibial replacement with mrh femur. Initial surgery was done in 2019. Patient stated that approximately two weeks ago she felt a pop in her knee, then instant instability. The doctor thought she possibly broke the axle in the hinge component. Upon dissection, it was noted that the lateral femoral condyle had broken off of the mrh femoral component. Patient had to undergo full revision of the femoral component with stem. Patient was walking and heard a ¿pop¿. No extraneous cause was reported.